Event description:
Customer claims that 1 in 5 needles are defective as they do not let the insulin through. He said that it seems to be that the passage in the needle through which the medication flows is not open and when the pen button is pushed, nothing can pass through. He has been injecting with a pen needle for over six years. Claims to not be reusing needles or injecting into scar tissue.